Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/45 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique lot/ serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿the relationship between the s-wave in lead 1 and recurrence of rvot pvc ablation.¿ journal of electrocardiology 51 (2018) 519¿523. Https://doi.org/10.1016/j.jelectrocard.2017.12.033. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a radio frequency(rf) ablation catheter: there was one (1) patient experienced pericardial effusion/cardiac tamponade, which was treated with ¿urgent¿ pericardiocentesis. This patient was discharged ¿uneventfully¿ two days following the procedure. There were two patients who had vascular access complications and were treated/controlled with ¿conservative medical care.¿ the status/location of the rf ablation catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.